Event description:
A us distributor contacted zoll to report that charger/modem sn (B)(4) displays an error code when charging a battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (displays error code) was confirmed. As received, the charger would not recognize or charge a battery. Upon investigation, the q1 transistor was thermally damaged. The cause of the inability to charge or recognize a battery is the damaged transistor. The root cause of the damaged component could not be positively identified. No adverse event resulted from the defective charger/modem.